Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, during the sterilization it was noticed that the trocar cannot be inserted into the sleeve. There was no surgery and patient involved. This complaint involves two (2) devices. This report is for (1) blade/screw guide sleeve. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.017, lot: 2l99827, manufacturing site: bettlach, release to warehouse date: march 21, 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the guide sleeve was returned and received at us customer quality (cq). Upon visual inspection, minor scratches and nicks were observed on the device which do not impact the functionality of the device. It was missing the red epoxy marking which does not require any additional investigation for this defect. No other issues were identified. Functional test: a complete functional test could not be performed as the device was returned by itself. Document/specification review based on the date of manufacture, the following drawings, reflecting the current and manufactured revision were reviewed: -blade/screw guide sleeve dimensional inspection: internal diameter of the blade/screw guide sleeve (p/n: 03.037.017): within the acceptable limits investigation conclusion the complaint condition could not be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the issue. The missing epoxy was investigated. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.